Event description:
It was reported via phone call that the customer had called earlier to perform no delivery alarm troubleshooting. It was determined that the insulin pump is working as designed but alarm is reoccurring. Blood glucose value was 100 mg/dl. It was stated that the customer has not tried different cannula lengths, the insulin is not expired or denatured. Customer does rotate sites and avoids scar tissue and used the serter to insert the infusion set. The tubing was not bent or kinked. It was stated that the customer has not tried all remedies. Customer was advised to use a different set box and also to speak to the doctor about different infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-57372.